Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valve, reference valve and mix motor to resolve the issue. Information not provided by customer. Customer telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 clinical chemistry analyser. There was no report of change to patient treatment as result of this event. No examples of the erroneous results were provided.